Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Additional information received indicated during remote monitoring on (B)(6) 2020, episodes of high capture threshold and low pacing impedance were observed on the right ventricular (rv) lead. The patient continued to be monitored and was later presented to the clinic on (B)(6) 2020 where x-ray imaging was performed and revealed an externalized conductor on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, oversensing was observed on the right ventricular (rv) lead due to noise. Technical support was contacted, and rv lead damage was suspected. Diagnostic imaging was not performed, and the physician decided to not take any further action to resolve this event. The rv lead will continue to be monitored, and the patient was stable with no adverse consequences.